Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The sample was drawn on (B)(6) 2016; the hcg + beta test was added on (B)(6) 2016. The initial result was <0.100 iu/l with a data flag and was reported outside the laboratory. On (B)(6) 2016, the doctor questioned the result. On (B)(6) 2016, the repeat result on another analyzer was 713.3 iu/l and was believed to be correct. Additional results of 683 iu/ml and 691 iu/ml were provided. It was unclear which analyzer was used to generate these results. The patient was not adversely affected. The reagent lot number was 156542. The expiration date was provided as "2017-09". The field service representative checked the analyzer and found the mixing paddle was bent which he replaced. He ran performance testing. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Calibration signals were within expectations; quality control results on the date of the event were within the customer's ranges. Based on the calibration and qc data, a general reagent issue was not suspected. Information was provided indicating the environment in the laboratory was dusty which may have been a potential cause of the event. Other general root causes include issues with sample quality or insufficient maintenance.